Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they were only able to power the adc device when connected to data cable. The customer indicated they were unable to obtain readings and began to feel dizzy and almost passed out. The customer was seen by a healthcare professional who stabilized them with treatment of glucose. There was no report of death or permanent injury associated with this event.